Manufacturer narrative:
D3, g1,2 email is: (B)(4). One used decontaminated sample was returned for investigation without its original packaging. Per visual inspection, a tear in the cuff was observed. Per functional testing, it was found that it was not possible to inflate cuff as it leaked. Due to fact that cuff leak was not observed prior use, because there are visible signs of use, it is most probable that the reported failure occurred during tracheostomy procedure or during use due to contact with a sharp edge from user interface. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No action was taken.

Manufacturer narrative:
Other, other text: b3: month and year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that while in use with a patient, there was a suspected air leak from the cuff. The customer injected air to inflate the cuff of the product, but it continued to leak. Resolution and adverse effects are unknown.

Manufacturer narrative:
D4: UDI updated. **UDI related data quality updates only**